Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio observed a cross threaded battery connector pin (negative) in one of the battery wells of the device and also a loose nut on the back side of the pin. This caused an intermittent connection and likely led to the reported failure. After properly tightening the nut to the pin, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
Additional information provided regarding the patient event: this reported event occurred while the patient was being transferred between facilities going from the ed to the cath lab. The patient was reported to have hypertension and a stent. No additional details have been provided.

Event description:
The customer reported that their device had lost power on its own when monitoring a patient. The customer stated that they were able to power the device back on with an unknown delay and continue patient care. There was no additional information regarding the patient event provided.

Manufacturer narrative:
Additional information regarding the patient event has been provided.